Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 on the home choice (hc) during drain 5 of 5 . The home patient (hp) stated that she disconnected during dwell cycle and the hc was now alarming. The baxter technical representative (tsr) explained the alarm and assisted the hp to clear the alarm. The hp would call the registered nurse(rn) and finish with manual bag. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. As per the complaint information, the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The cause was determined to be use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).